Event description:
The customer reported that the sys shut down. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The f6 fuse and the touch screen monitor were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.